Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of the device. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x28mm xience xpedition stent was implanted in the 90% stenosis proximal left anterior descending coronary artery (lad). On (B)(6) 2015, the patient was admitted to the local hospital with chest tightness. Coronary angiography identified a 90% stenosis in the left main coronary artery and a stent was implanted in the left main. The patient recovered well. No additional information was provided.